Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The field service engineer (fse) duplicated complaint. The unit is operating in normal mode, and after disconnecting ac power the unit would shut down. Fse replaced the battery. Unit passed all test and returned to full functionally. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit does not operate on battery. There was no patient involvement.